Manufacturer narrative:
Examination of the returned device confirmed one of the two spikes has broken off. Based on previous investigations this failure mode has been attributed to the material specified for the spikes not being hard enough. A design change has been implemented to revise the spike material (drawing change eco295864 implemented 22-sept-09). The current complaint sample was manufactured prior to the implementation of eco 295864. The need for further corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Upon inspection of the instruments after cleaning, it was noted the instrument had been damaged.